Event description:
A consulting md reported that a patient sustained a perforated bladder after a holep procedure.

Manufacturer narrative:
Reasonable attempts have been made to obtain additional information identifying the user facility, patient outcome, and device details. If more information is provided, a follow-up MDR will be filed.